Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: spouse of consumer reported a syringe stopper was damaged inside the barrel therefore, the syringe could not be used.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 28-mar-2022 h.6. Investigation: customer returned (1) 0.5ml insulin syringe from lot# 1256008. The customer reported that 1 plunger cap was crushed onto the plunger rod, and a stopper was damaged inside the barrel of a second syringe. The syringe was examined, and it was observed that the plunger cap was crushed and a portion of the top of the cap was broken off. The stopper for the returned syringe was not damaged and was able to move through the barrel properly. The alleged stopper damaged issue could not be confirmed based on the returned syringe. A review of the device history record was completed for batch# 1256008. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause can't be determined.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: spouse of consumer reported a syringe stopper was damaged inside the barrel therefore, the syringe could not be used.